Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24(this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed. Insulin pump failed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1805 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. However, unit remained on blank display after multiple battery installations and being monitored. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. No moisture damage or physical damage noted during visual inspection. However, per visual inspection, the external battery connector was found not plugged in properly, leading to the blank display. After reinserting external battery connector, unit powered on properly. Unit was then downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: battery cycle 13.0 received the lowbatteryalert (104) on 05/18/2025 03:14:00 faster than expected at 6.72 days. Battery cycle 12.0 received the lowbatteryalert (104) on 05/11/2025 05:47:00 after more than 7 days at 13.84 days. Battery cycle 11.0 received the lowbatteryalert (104) on 04/27/2025 09:39:00 after more than 7 days at 9.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit passed the sleep current measurement, active current measurement and self-test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. No pump error 24 alarms were found. Unit was also received with the following cosmetic damages: cracked case (battery tube), stained keypad overlay, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 24 were not confirmed when no pump error 24 alarms were noted in download history review. However, during deconstructive analysis, external battery connector was found not plugged in properly, causing unit to be received with unexpected blank display. After reinserting external battery connector and getting unit downloaded, battery power loss was noted when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.